Event description:
Vessel sealer was working. During the procedure it quit and an error came up on screen of machine. It stated not compatible with software. Not reprocessed. Opened new vessel sealer. Turned machine off and back on and new vessel sealer functioned properly. No harm to patient.